Manufacturer narrative:
Correction in a2 age complaint has been evaluated and is similar to report number 1644408-2023-01145, 400-03-401, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient's femoral head dislocated from the acetabular cup and constrained liner, and that the proximal body was replaced with a larger size to increase the stability of the femoral head.